Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp unit involved in this event. Attempts to communicate with the customer have been made to obtain further repair information. A supplement report will be submitted should additional information be provided. Device not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was having autofill failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) spoke with the customer and confirmed that the pneumatic module assembly was replaced. The iabp unit was then returned to use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced an autofill failure. The iabp unit was swapped out with another iabp unit to continue therapy without issue. There was no patient harm and no adverse event was reported.

Event description:
N/a.